Event description:
The pt returned to the facility in 1999 for a plasma thromboplastin antecedent (pta) of the occluded right femoral artery, reducing the stenosis from 90 percent preprocedure to 0 percent post-procedure. The pt was in satisfactory condition following the procedure. No add'l info has been provided to the MFR as of 9/10/99.